Event description:
It was reported by the physician that the pt needed to have revision surgery as one of the tie-downs in the neck was protruding and there was fear that it would "erode" if action was not taken. Attempts for further info have been unsuccessful to date.

Event description:
Additional information was received through the area representative indicating that she contacted the treating surgeon. Per the physician, the patient has very thin skin so you could see lead and holders. There was no manipulation or trauma. No physiological changes. The treating surgeon removed the tie down and placed the lead a little deeper to help cosmetics.